Manufacturer narrative:
Event date: date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient noted having difficulty charging the ins. Patient said they have trouble connecting to charge when the battery is at 10%. Patient said they sat for 2 hours and it didn't charge. Patient said they always make sure their external devices are charged. Patient said it's like it wasn't charged full enough to charge the stimulator (patient did not clarify this statement). Patient said they think they've only charged their stimulator 4 times and said they charge it every 2 weeks. When asked for event date, patient said they've always had trouble charging and they don't know if it was because it was going down to 10%. Agent reviewed possibility of charging stimulator more often. Patient said they try to charge more often but they don't always remember because "I had it set so low and I moved it up" and then said they don't always feel stim. Agent reviewed that patient might not always feel stim. Patient mentioned that they were having a burning sensation when they try to charge but was told to put a thin layer of clothing underneath and patient confirmed that resolved the issue. Patient mentioned conflicting information that they feel stim constantly and it took them a little bit to get used to it. Patient confirmed the stim is comfortable. Patient said they do not see implanting doctor because they moved, but has seen a nurse practitioner.